Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited ineffective stimulation. It was noted that the patient experienced syncope. The rv lead remains in use, but a revision was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done to turn off capture management.